Event description:
The consumer reported using the product for an unspecified amount of time on his lower back. When the patch was removed, the consumer described a burn with blisters and skin removal that resulted in two raw spots which left dark marks when healed. The consumer did not seek medical attention at the time of the incident and treated the area with first aid cream and bandages. Later, the consumer consulted with his dr who stated he rec'd third degree burns.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.